Event description:
It was reported that patient was being referred for surgery due to battery depletion and possible mechanical complications. Programming history database was reviewed and no anomalies were seen. No data was available since potential malfunction was alleged. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that there was no known malfunction occurring, the site is just proactive in the event there is a lead revision. No other relevant information has been received to date.

Event description:
Patient later had a prophylactic generator replacement surgery. No other relevant information has been received to date.